Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme abdominal pain and cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea") and malaise ("malaise"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, including removal of both essure device). The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, vaginal discharge and vaginal infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme abdominal pain and cramping") in an adult female patient who had essure (batch no. C35387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian pain, irritable bowel syndrome and vaginal cuff dehiscence. Previously administered products included for an unreported indication: yaz from 2013 to february 2016, yasmin from 2013 to (B)(6) 2016 and allertec. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), menorrhagia ("increased menstrual flow / abnormal bleeding (menorrhagia)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), malaise ("malaise") and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy removal of both essure device/vaginal cuff repair). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea, malaise, vaginal haemorrhage, migraine, headache and weight decreased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, headache, malaise, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: other surgery- vaginal cuff repair. 1-8 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received - new event 'abnormal bleeding (vaginal), migraines, headaches, weight gain, lower quadrant pain' were added. Lot number was added. Historical and concomitant conditions were added. New reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme abdominal pain and cramping") in an adult female patient who had essure (batch no. C35387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian pain, irritable bowel syndrome and vaginal cuff dehiscence. Previously administered products included for an unreported indication: yaz from 2013 to (B)(6) 2016, yasmin from 2013 to (B)(6) 2016 and allertec. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), menorrhagia ("increased menstrual flow / abnormal bleeding (menorrhagia)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), malaise ("malaise") and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy removal of both essure device/vaginal cuff repair). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea, malaise, vaginal haemorrhage, migraine, headache and weight decreased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, headache, malaise, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: other surgery- vaginal cuff repair. 1-8 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme abdominal pain and cramping") in an adult female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian pain, irritable bowel syndrome and vaginal cuff dehiscence. Previously administered products included for an unreported indication: yaz from 2013 to (B)(6) 2016, yasmin from 2013 to (B)(6) 2016 and allertec. Concomitant products included cetirizine hydrochloride (allertec) from 2009 to 2017 and drospirenone;ethinylestradiol betadex clathrate (yaz) from 2013 to 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("increased menstrual flow / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), malaise ("malaise") and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy removal of both essure device/vaginal cuff repair). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea, malaise, vaginal haemorrhage, migraine, headache, weight decreased and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, headache, malaise, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: other surgery- vaginal cuff repair. 1-8 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Event per pfs: pelvic pain was added. Concomitant medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.